Event description:
An alarm issue was reported with the adc device. The customer reported that she set the low glucose alarm to sound when glucose is below 3.3 mmol/l, however, when her glucose reached 2.3 mmol/l and 1.7 mmol/l, the low glucose alarm did not sound. The customer experienced a loss of consciousness and required treatment of glucagon and baqsimi administered by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Attempted to activate high/low glucose alarms in freestyle libre 2 app (iso) using a good known libre 2 sensor. The iphone successfully received high/low glucose alarms, and the investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that she set the low glucose alarm to sound when glucose is below 3.3 mmol/l, however, when her glucose reached 2.3 mmol/l and 1.7 mmol/l, the low glucose alarm did not sound. The customer experienced a loss of consciousness and required treatment of glucagon and baqsimi administered by her husband. There was no report of death or permanent injury associated with this event.